Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The customer stated that insulin was delivering more than it was programmed, and it was happening periodically for the past three weeks. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.